Event description:
Healthcare professional reported right side textured implants. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: red particles observed on the device. Wear abrasion observed. Crease fold observed. Observed 40 mm dark patch edge material inside gel device. Observed, no penetrating nick (stress marks) no further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side textured implants. Healthcare professional later reported rupture. Device has been explanted and replaced.